Event description:
Info received indicates while performing a preventive maintenance check, the tech found that the ground resistance reading was out of normal range.

Manufacturer narrative:
The tech isolated the issue to a worn power cord plug. The tech replaced the power cord plug to repair the bed.